Event description:
It was reported that the device was used during a general surgical procedure. The pt was returned to the operating room for additional surgery relating to "post-operative leaks." Further pt consequence unk.